Event description:
Drive failure no alarm. Evaluation summary: final analysis revealed that the drivenut binds due to rust and corrosion build-up preventing proper function. Serial # pre-dates drivenut material change.